Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe had scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: online rejection for marking defects.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned for the reported issue of ¿scale marking illegible / blurred / rings¿ with lot number 0242834 regarding item # 301866, so retention samples were used for the investigation. The investigation and simulation was carried out on ten retention samples where the investigating team has visually tested the samples and no scale marking illegible / blurred / rings was found in the ten retention samples. As no sample or photographs are available the investigation team could not confirm the reported defect of scale marking illegible / blurred / rings. To confirm the defect and to investigate the root cause the original sample will be required. The defect is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe had scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: online rejection for marking defects.